Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, the centrifugal system was not charging and the light emitting diode (led) does not light up. Since the event occurred during preventative maintenance, there was no pt involvement.